Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current flow into the hybrid was noted. The excessive current was traced to an anomalous component on the hybrid. The cause of the premature battery depletion was due to an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated in the box before implant, premature battery depletion was observed. The device was not implanted.